Event description:
It was reported that during a laparoscopic bowel resection procedure, while closing the device, a crunching noise was heard. After the crunching noise was heard the surgeon tried to open the device and the device would not open. The device was forced opened. Another device was used to complete the case with no pt consequence.